Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation and photos were not provided which leads to confirmed results for material deformation and failure to advance. In this case, it was reported that a 0.014" and subsequently a 0.035" guidewires were used during the procedure, the tracking vessel was tortuous and partially calcified, the lesion was pre-dilated and the device was found to be kinked after removing from the body. The intended placement of the device to treat an aortic lesion represents an off label use which is a potential cause for this kind of failure. Based on the available information and as the sample was not returned for evaluation, the investigation is closed with inconclusive result for the reported issues. A definite root cause of the reported incident cannot be identified. The intended placement of the device to treat an aortic lesion represents an off label use. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risks. With regards to general warnings, the IFU states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding precautions, the IFU states "take care to avoid unnecessary handling, which may kink or damage the delivery system. Do not use if device is kinked". The IFU states that "the bard e luminexx vascular stent is only compatible with a 0.035" (0.89 mm) guidewire". Regrading preparation, the IFU states "prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters". The IFU states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Regarding precautions, the IFU states that "if more than one stent is required to cover the lesion, the distal lesion should be stented first, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent for placement of the distal stent and reduces the potential to dislodge stents that have already been placed". The IFU states "the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". G3, h6 (device, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure via aortic and bilateral iliac using an e-luminexx vascular stent. It was reported that during the procedure, the device could not be delivered due to shaft kinking after eia stent placement. Multiple redelivery attempts with different guidewires allegedly failed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure via aortic and bilateral iliac by using e-luminexx vascular stent. It was reported that during the procedure, the device could not be delivered due to shaft kinking after eia stent placement. Multiple redelivery attempts with different guidewires allegedly failed. The procedure was completed using another device. There was no reported patient injury.